Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator state resulting to device data upload anomaly. The boston scientific technical services (ts) consultant discussed that the device battery could go to end of life battery state at any time and device replacement was recommended. Subsequently, tachy therapy was programmed off. The ts consultant discussed that if the pacing mode is currently deactivated, this therapy cannot be reactivated after the battery capacity is depleted, though this may be turned off later if this remains in a sensing-only mode. As of this time, this ICD remains in service. No adverse patient effects were reported.